Event description:
Medtronic received a report that the middle section of the pipeline failed to open. The stent was deployed perfectly through the first curve but would not open through the cavernous genu. All tricks to open the stent were attempted including pulling the stent to the inner curve, and loading, deploying more stent and loading, centering stent in the vessel deploying more stent and loading the system, deploying on the outer curve and loading, deploying stent and loading, and unloading (waggling the stent). However, the stent would not open through the curve. It was open in the straight segment distal to the curve and would open about 3mm proximal to the curve but the ribbon through the curve would not open. The stent was removed, no damaged was noted and no kink/twist. A second shorter stent was used that landed distal to the genu and did not cover the second extradural aneurysm. The middle section of the pipeline was positioned in a bend. The pipeline was resheathed more than 2 times. The pipeline was removed with the microcatheter. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the paraopthalmic with a max diameter of 6.2mm and a 10mm neck diameter. It was noted the patient's vessel tortuosity was moderate. A dapt (dual antiplatelet treatment) was administered but the pru level was unknown. The angiographic result post procedure showed a good result.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.